Event description:
It was reported that following dilatation during a ptca procedure, a small dissection was observed at the distal end of the lesion. A stent was used to repair the dissection with a good angiographic result. Shortly after the stent placement, the pt experienced a cardiac arrest. Angiographically, the lad vessel distal to the stented area was closed. The pt was successfully resuscitated. Reportedly on cine, a clot was observed in the mid lad. Following successful CPR, the cine continued to show the lad closing down. Other meds were administered. While attempting to treat the vessel closure, the pt experienced a second cardiac arrest. Vigorous CPR was initiated. The CPR was unsuccessful, and the pt expired.